Manufacturer narrative:
Date of event is estimated. During processing of this complaint, complete patient and event information was not obtained as patient did not consent further outreach. Date of explant is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-33225, 1627487-2020-33226. It was reported that patient had the scs system explanted and replaced by different manufacturer due to system not working. That is all the information available.